Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.